Event description:
It was reported that the midline catheter was placed in the right basilic vein. It was stated the midline catheter would not flush and the line was discontinued and found to be bent in several spots.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause of the kinking could not be determined from the photo samples provided. One photo sample, showing two accucath catheters, was provided for investigation. Both catheters appear to contain red blood residue and evidence of use. The catheter shown in the lower portion of the photo contains multiple kinks and bends along the catheter length. The catheter in the upper portion of the photo appears to be kinked and compressed near the catheter midpoint. Both devices are shown to be attached to extension leg devices. Based on the condition of the samples shown in the photo, possible contributing factors include insertion angle, patient anatomy, and advancement against resistance. Since the catheters were observed to be kinked, the complaint is confirmed; however, since the characteristics of the devices could not be observed, the cause remains unknown. A lot history review (lhr) of redr2656 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter kink is confirmed but the exact cause of the kinking could not be determined from the photo samples provided. One photo sample was provided for investigation, which showed two accucath catheters. Both catheters appear to contain red blood residue and evidence of use. The catheter in the upper portion of the photo appears to be kinked and compressed near the catheter midpoint. The catheter has an extension set device attached. The catheter shown in the lower portion of the photo will be addressed in FDA report 3006260740-2020-01304. Based on the condition of the samples shown in the photo, possible contributing factors include insertion angle, patient anatomy, and advancement against resistance. Since the catheters were observed to be kinked, the complaint is confirmed; however, since the characteristics of the devices could not be observed, the cause remains unknown. A lot history review (lhr) of redr2656 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the midline catheter was placed in the right basilic vein. It was stated the midline catheter would not flush and the line was discontinued and found to be bent in several spots.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redr2656 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the midline catheter was placed in the right basilic vein. It was stated the midline catheter would not flush and the line was discontinued and found to be bent in several spots.